Event description:
The coil was repositioned in the aneurysm two to three times. As the coil was being reintroduced into the aneurysm it prematurely detached. The coil was removed using a snare device. There was no reported clinical consequence to the patient.

Event description:
The coil was repositioned in the aneurysm two to three times. As the coil was being reintroduced into the aneurysm, it prematurely detached. The coil was removed using a snare device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications upon its release. Only the main coil was returned for evaluation, the delivery wire was not returned. Visual inspection of the returned device confirmed the main coil was kinked along its length. The main junction was examined under magnification and it appeared that the separation of the coil from the delivery wire appears to have occurred at the detachment zone. Blood was noted on the proximal end of the coil. It was reported that continuous flush was maintained as per the directions for use as there was no reported friction experienced during the procedure or repositioning of the device. Therefore, it is unlikely that the flush was insufficient and the blood most got onto the coil during retrieval of the device after the reported event. Based on the information provided and analysis of the device, it is likely procedural factors caused the performance of the device to be limited. Therefore, a root cause of operational context was assigned.